Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (malaysia) sdn. Bhd. (Oml). Oml checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the emergency lamp indicator was blinked due to the emergency lamp failure. This failure mode is a MDR reportable malfunction. -the turret filter was deteriorated and dirty. -the main board, power supply, emergency lamp, normal fu, and emergency lamp socket were found as parts that needed replacement. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Based on the following facts obtained from the investigation, the reported event may have been caused by an emergency lamp failure. However, the cause of the emergency lamp failure could not be determined. From the evaluation results by olympus (malaysia) sdn. Bhd. (Oml), it was confirmed that the emergency lamp indicator on the front panel was blinking, and oml determined that it was caused by the failure of the emergency lamp. The device was manufactured over 15 years ago, so the device history record could not be reviewed. The record retention period is 15 years. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus ((B)(4)) sdn. Bhd. But has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the biomedical engineer at the user facility that during the preparation for use, when the examination lamp was switched on, the emergency lamp indicator was lit up after a few seconds. And after that, the examination lamp was lit up. The user replaced the device to another device and completed the intended procedure, endoscopy. There was no report of patient injury associated with the event.